Event description:
On (B)(6) 2012 at maquet cardiopulmonary (B)(4) it was reported that the touch panel on the cardiohelp base unit with serial number (B)(4) did not function. (B)(4).

Manufacturer narrative:
(B)(4). Per the service report (B)(4) the touch panel function was checked and long term testing was performed but the error was not reproduced. (B)(4).